Event description:
The customer received analyzer alarms for ion selective electrode (ise) results since (B)(6) 2016. They changed the ise reference and diluent, primed, and performed an ise wash. Questionable results were received for an unknown number of patient samples and were reported to the ER. The doctor questioned the results, but did not treat the patients based on erroneous results. Data was provided for one patient sample that occurred on (B)(6) 2016. The initial sodium result was 177 mmol/l and the repeat result was 137 mmol/l. The initial chloride result was 75 mmol/l and the repeat result was 100.3 mmol/l. The repeat results were believed to be correct and the results were corrected. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the ise sipper nozzle tubing was pushed too far onto the sipper nozzle and the bend in the sipper nozzle where the tubing attaches had been straightened out. Therefore, the nozzle was not sitting down all the way and was sucking air when sampling. He replaced the ise sipper nozzle and performed ise checks without alarms. The customer calibrated the ises successfully and ran qc which passed without alarms. The customer repeated previous patient samples and all sample results reproduced and no alarms occurred. The investigation determined the repeat results recovered in the opposite direction from the initial results. Typical causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode. The issue found by the field service representative would cause air in the ise flow path and was most probably the root cause of the event.